Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a few cosmetic tears in the outer sheath of the driveline. Patient was in for a periodic checkup, log file review was requested. The log file captured a few low power advisories due to normal battery depletion. There was no indication of any percutaneous lead conductor issue in the log file, the damage seems to be cosmetic only. It was recommended to apply rescue tape around the area of the tears.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer layer of the driveline could not be confirmed, as no images were submitted. And no product was returned. The submitted log file captured no notable events. Although, a specific cause for the damage to the outer layer of the driveline could not be conclusively determined, the pump appeared to be operating as intended, above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-60701. No further events have been reported at this time. The relevant sections of the device history records for vad-60701 were reviewed. And showed no deviations, from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas), instructions for use (IFU) is currently available. Section 6, addresses damage, due to wear . And fatigue of the driveline, and outlines proper driveline care, instructing users to avoid twisting or bending the driveline, as this may lead to wire damage inside. The heartmate ii lvas patient handbook is also currently available. Both the IFU and patient handbook contain sections on how to care for the driveline. And outline indications, of driveline damage. As well, as how to respond to such events. No further information was provided. The manufacturer is closing, the file on this event.